Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. The device was returned to the olympus repair center for evaluation and the customer¿s reportable defect was confirmed. The scope was identified to have a green-colored image defect which was found due to both a defective video cable unit and defective ccd (charged coupled device) unit. Additionally, the white balance function does not work. Other defects noted were indentations on the gold tip of the rigid insertion tube, chipped light guide coverglass, and the video cable has become hardened due to stiff/tensioned internal metal framework/skeleton. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the colored image problem was isolated to a defective video cable unit and ccd unit. The exact cause of the defective video cable cannot be conclusively determined. However, based on previous investigations the cause can potentially be attributed to the following: (defective video cable) 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. (Defective ccd) - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to holder. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, of the bumper sleeve bonding and alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
Olympus followed up with the customer to obtain additional details regarding the reported event but no information was obtained. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed via repair request that the customer endoeye high-definition ii autoclavable video telescope has an image defect, ¿image is green and white balance is not done¿. The reported defect was found at an unspecified event. No death, injury or harm has been reported to olympus.